Event description:
It was reported that every time the foot pedal was depressed, the sys would kick it into standby mode, as if the fiber were over heating. The case was completed using a second fiber. Pt outcome: "great".

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal and glass caps were found to be detached; the fiber was broken proximal to the fiber/cap fusion zone. The metal and glass caps were returned by the customer. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This issue may also cause forward-firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.